Event description:
A customer received an unspecified sensor error message with the adc device and was therefore unable to obtain readings. As a result, the customer experienced low blood sugar that resulted to seizure" and was unable to self-treat. The customer had contact with a third-party (family members) who held customer still while seizing and obtained an unspecified blood glucose result. No glucose or medication was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.